Event description:
It was reported that during an initial implant procedure the right ventricular (rv) lead exhibited oversensing. The physician removed and re-inserted the lead into the implantable cardioverter defibrillator (ICD) header and the lead functioned normally. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.